Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right atrial (ra) lead. Lead damage was suspected but not confirmed. The ra lead was deactivated to resolve the event. The patient was stable.